Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient went through an ins trial and it had worked. The patient stated that they went forward with the implant and the patient stated that the implanting healthcare provider (hcp) tried to place a paddle in instead of a regular nerve stimulator. The patient stated that "it doesn't work and damaged their whole right side." The patient stated that they have a huge gash and a huge bulge, and complete numbness on their right side because of a failed attempt. This occurred in (B)(6) 2017. No further complications were reported or anticipated.